Manufacturer narrative:
Exemption number e2017017. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis fc system. During a procedure, the operator reported that the live monitor would sporadically show no x-ray and turn gray. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Investigation results show that the bsr image system did not boot up even after several restart attempts. No log files were available as the bsr did not boot up, therefore, bypass could not be confirmed. With the available information it was determined that the failure was caused by a defective bios battery in the host pc. The bios battery was exchanged and the error has not reoccurred. The corrective actions taken resolved the reported issue and there are no additional actions considered at this time.